Event description:
Related to MFR report number 2183959-2014-00208.it was reported that the patient complained of pain in her "lower right side" and a miniarc sling was removed. A monarc sling was also removed during this procedure. There were no further patient complications reported in relation to this event.